Event description:
The customer reported the medication is coming out the side of the hub instead of the needle itself. It appears the hub is stripped and not engaging properly to the luer lock.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
The device history record (DHR) review indicated no issues were found. All scheduled maintenance and calibration activities were completed. There were 3 samples and one photo submitted for evaluation. Functional testing confirmed the reported issue. The exact root cause of the issue could not be determined. Prior to a lot¿s release, the lot must be deemed acceptable by-passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, the samples will be inspected for leaks. The lot met all defined acceptance requirements and was released. There was no evidence of any systemic failure of the manufacturing process. Based on the investigation and root cause analysis, the initiation of a corrective and preventative action (CAPA) is not required. This information will be utilized for trending purposes to determine the need for corrective actions.